Manufacturer narrative:
Corrections have been made to the following: lot number: 16452361, expiration date: 23oct2015, serial number: (B)(4), device manufacture date: 23oct2013. Additional suspect medical device components involved in the event: serial/lot: (B)(4)/16474232. Device analysis of sc-2316-50 serial number (B)(4) was unable to confirm the as reported observations with testing of the returned product. Visual inspection revealed that the lead was cleanly cut into three pieces. The proximal end and the distal end portion of the lead were not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body. Device analysis of sc-2316-50 serial number (B)(4) was unable to confirm the as reported observations with testing of the returned product. Visual inspection revealed that the lead was cleanly cut into two pieces approximately 41.5 cm from the distal end of the lead. The proximal end portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body.

Event description:
A report was received that the patient was unable to feel stimulation in targeted pain areas. It was assessed that the leads had a high number of impedances. Patient then underwent a revision procedure to have the leads replaced, and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial/lot: (B)(4), description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient was unable to feel stimulation in targeted pain areas. It was assessed that the leads had a high number of impedances. Patient then underwent a revision procedure to have the leads replaced, and is doing well post operatively.